Event description:
The dexcom g7 has had persistent issues that have not been addressed. Sensors frequently fail, I have had at least 15 fail this year, do not properly deploy for insertion, and frequently either do not take readings or have very bad readings. I know their IFU helps them avoid accuracy responsibility but if it's being cleared for use in hybrid loop/closed loop systems it's not reasonable to expect patients to verify every reading with a blood glucose monitor for auto bolus. There have been times this year where my dexcom has read high but then my blood glucose monitor says 70 which creates a serious risk of death with an insulin pump. Health effect code: 1912. Device problem code: 2917, 2906, 1535. Reference reports: mw5175196, mw5175197, mw5175198, mw5175199, mw5175200, mw5175202, mw5175203, mw5175204, mw5175205, mw5175206, mw5175207, mw5175208, mw5175209, mw5175210.